Manufacturer narrative:
E1: initial reporter phone: (B)(6)

Event description:
It was reported that plaque shifting occurred after stent deployment. The 90% stenosed target lesion was located in the mildly tortuous left circumflex (lcx) artery. After the lesion was dilated with a 1.5x12mm non-bsc balloon catheter, a 3.00 x 24 synergy drug-eluting stent was deployed in middle lcx. However, it was noted that the plaque shifted into the obtuse marginal (om) long vessel. A 2.5 x 16mm was then deployed in the om through lcx stent and the procedure was completed. There were no patient complications reported, and the patient condition was stable.